Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. During the procedure, the catheter does not allow irrigation at even at 2 ml per minute. The lumen was also reportedly obstructed. No patient complications were reported.